Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline power fault alarm. It was noted that the patient's driveline was 15cm from the exit site to the patient's side bend relief. The center was requesting information on if this was enough space to splice a new connector piece. Log file review revealed driveline power faults from (B)(6) 2025 at 18:51 until the end of the log file, with power b being the affected wire. It was noted that there was some corrosion of the socket in the power cables. It was recommended that the modular connector be replaced. The pump end connector was cleaned. No further driveline power faults or comm faults were noted post cleaning. The modular cable (ln: 10635588) was replaced as part of the onsite troubleshooting for the driveline power faults. It was noted that a second modular cable (ln: 10591085) was also replaced as part of troubleshooting.

Event description:
The modular cable (ln: (B)(6)) was replaced as part of the onsite troubleshooting for the driveline power faults prior to the cleaning. It was noted that a second modular cable (ln: (B)(6)) was also replaced at the same time as the connectors were cleaned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate modular cable, lot number 10635588, was returned following the reported event of driveline power and communication fault alarms and corrosion on the inline connector pins of the driveline. The alarms and corrosion have been addressed under the modular cable, lot number 10591085, and pump investigations. The returned modular cable was visually inspected and found to be physically unremarkable. The modular cable was connected to a test controller, mock circulatory loop, power module, and system monitor and run for an extended period without alarms or issues. The modular cable passed all other testing. The provided information indicated modular cable, lot number 10635588, was replaced after the inline connector cleaning procedure on (B)(6) 2025 out of precaution. No further alarms have been reported since the inline connector cleaning procedure. The root cause of the corrosion and alarms was not correlated to an issue with the modular cable, lot number 10635588. The device history records were reviewed and the records reveal that the heartmate modular cable, lot number 10635588, was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline communication and power fault alarms. The heartmate 3 instructions for use section 5, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ instructs the user to keep the driveline exit site as clean and dry as possible. This section also instructs users to never submerge the driveline, modular connector, system controller, or any external system components in water or liquid. The heartmate 3 instructions for use, section f, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.